Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the unit was not switching on. There was no patient or user involvement.

Event description:
The international customer reported the ventilator would not power on and the ac mains and battery leds were blinking. The manufacturers field service engineer (fse) ordered a power supply for replacement to correct the reported problem. The customer reported there was no patient involvement.